Manufacturer narrative:
Correction: in the initial report, only partial comments were entered. The full statement should have reflected the following: field service specialist (fss) fully checked system out which included checking the autocorrelation and spot size - all ok no issues found. Although, no issues were found that were related to the dlk reported, the surgery center previously had reported 601 errors. To resolve the errors reported, the voltage stabilizer printed circuit board was replaced. The gantry bolts were also tightened and a software upgrade was performed. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Electrical problem was identified as the failure mode. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). Field service specialist (fss) fully checked system out which included checking the autocorrelation and spot size - all ok no issues found. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that a patient presented with diffuse lamellar keratitis (dlk) in her left eye after lasik surgery on the (B)(6). The dlk was first seen on post surgery check up on the (B)(6). On (B)(6) patient dlk was grade 4 and on (B)(6) 2016 it downgraded to grade 2. Patient was treated with dexamethosone. Patient had flap lift and wash on (B)(6) 2016. Best corrected visual acuity pre-op 6/5 and on (B)(6) 2016 bcva was post 6/15. Surgeon reported that dlk was caused by the patient¿s immune system reacting to the laser, rather than an issue with the laser.